Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 01/29/2026 and 02/03/2026. The wearable was inserted into an off-label insertion site, on (B)(6)2026. The issue began on (B)(6)2026, when the patient¿s cgm sensor alerted a low glucose reading of 70 mg/dl. Based on the cgm readings, the patient self-treated by eating and drinking soda. He noted that the cgm value later increased to 80 mg/dl. The following day, the patient began experiencing dry mouth and frequent urination. From (B)(6)2026 through (B)(6)2026, the patient continued to rely solely on the cgm readings and self-treated according to those values. No bg meter readings were performed to confirm cgm accuracy during this period. On (B)(6)2026, the patient¿s wife advised him to seek medical care, and she accompanied him to the emergency room. At the ER, a bg meter reading measured 600 mg/dl, while the cgm showed 90 mg/dl. Laboratory testing further revealed a blood glucose level of 701 mg/dl. The patient was treated with intravenous fluids and IV insulin. He was monitored in the ER for approximately six hours and was discharged after his bg returned to his normal range and he reported feeling well. The cgm sensor was removed during the visit. At the time of the report, the patient stated he was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for (B)(6)2026 through (B)(6)2026. The reported glucose values fall within the d zone of the parkes error grid on (B)(6)2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.